Manufacturer narrative:
The device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: during investigation, the pump was returned with the keypad cover missing. The keypad was unable to be tested due to missing button contacts. Unrelated to the original complaint, the display screen had a pinkish contrast. Additionally, the battery compartment was cracked on the side from the threads to the cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported down arrow and okay button not responding and the keypad cover was peeling. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.